Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and a4

Event description:
New information received notes that no interventions were made. The patient was asymptomatic.